Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and an e70 alarm after trying to rewind the device. The customer's blood glucose level 200 mg/dl. The customer was advised to replace the device but he declined. The caller was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind. The pump had a motor position encoder error alarm in the alarm history due to an out of phase motor encoder signal. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm and failed displacement test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.